Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had received anti-tachycardia pacing (atp) and a shock for ventricular fibrillation (vf). The shock terminated this initial arrhythmia, however shortly afterwards, the patient developed atrial fibrillation with a fast ventricular response within the same episode. Therapy was initially withheld, but then accelerated, resulting in one further shock. The ICD remains in service and there were no additional adverse patient effects were reported.